Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced due to reaching end of life.

Manufacturer narrative:
Correction: section h6 health effect - clinical code should have been "4412 - movement disorder" instead of "2388 - inadequate pain relief" in the initial report. This correction is reflected in this additional report.